Event description:
Fmc canada complaint received for eval. Stated complaint is "dialysate lines become pink, as the pt was connected and pump turned on." Complaint is internal leak of the dialyzer. Circuit was discarded, blood loss reported as 250 cc. No sample available. Dialyzer were new, dry pack. Co not made aware of any adverse effects to the pt or whether medical intervention was required. MDR filed due to loss reported.